Manufacturer narrative:
The insulin pump alarmed for a failed battery test after a battery change due to a corroded battery cap contact. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported that the insulin pump alarmed failed battery test. Customer stated that when he wears the insulin pump it will cut off the power, he changes the battery and still gets battery test. Troubleshooting was done. Customer's blood glucose was 158 mg/dl. It was found that customer still receives failed battery test. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).